Event description:
Distraction pin broke off in c7 vertebral body. Distal 1 cm of pin, (approx) remains in vertebral body in accordance with surgeon's judgement. After this event the device MFR/distributer was contacted. Hosp was informed that the new packaging indicates "single use only" on the label. There was no notification letter or device recall. Stock was purchased prior to accommodate this change in MFR's recommendations.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.